Event description:
(B)(4). According to the information received this complaint pertained to a catheter that was potentially missing eyelets. A nurse attempted to catheterize the end user but was not able to drain any urine. The nurse did not think anything was wrong with the catheters and thought the user was not retaining any urine to be drained. After 3 days the end user fell ill and had to go to the hospital where she had to be connected to ivs. The nurse said she believed the catheters were solid at the ends.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.